Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an external flash crc error from the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer's father stated that the external flash crc error displayed on the screen at night. The customer was advised to perform a memory test every minute. The customer stated that an error was found. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the functional testing. However, the pump alarmed external flash error due to a problem with the mother board. No settings reset noted. The pump had minor scratches on the lcd window.